Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit shuts down, has error codes, and the unit alarms are non functional. The key failure is the 4 way valve is leaking which justifies all reasons for repair besides unit alarms non function, which is explained by the on/off switch having no alarms.